Event description:
In 2009, as the neurosurgeon was implanting a crescent intervertebral implant, the implant broke in half. Half of the implant was extracted, but half remained in the patient and was unable to be retrieved.